Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the advisory for this model. Evaluation summary: analysis revealed normal battery depletion.

Event description:
It was reported that the device could not be interrogated, and was at eol (end of life). The device was explanted and replaced. No patient complications have been reported as a result of this event.